Manufacturer narrative:
The lens was inserted and removed. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 21.0 diopter intraocular lens (iol) appeared to have a line running through it. During the lens implant while advancing the plunger to the first stage, some unusual resistance was noted. The plunger advanced beyond it's maximum position which caused it to slice through the optic of the lens. The lens was inserted into the eye of the patient and subsequently required removal/replacement. The procedure took longer than expected as the patient underwent a prolonged and more painful procedure than usual. An extra tray was needed, plus extra bvi and analgesia in the form of tetracaine drops and a subtenon's (of 1% lidocaine). No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/20/2018. Device returned to manufacturer? Yes. Device evaluation: the retuned sample was evaluated. The plunger was observed advanced and locked as the device preparation requires. There were no damages observed in the components subassemblies. The plunger rotated successfully, no resistance was noted. The lens did not return with the device. Based on this inspection, the complaint reported related with the lens could not be confirmed and the complaint reported related with the plunger component was not confirmed. Manufacturing records review: the manufacturing process record was evaluated and the device was manufactured and released according to specifications. The review identified no non-conformance report (ncr) and no exception report (ER) associated with this production order number (po). A search on complaints history conducted on (B)(6) 2018 revealed no other complaint for this production order number was received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received indicated that the eye affected was the left eye (os). The replacement lens was the pcb00 model (+21.0 diopter) and the patient is recovering well. There was no incision enlargement, sutures or vitrectomy required. Initial reporter name: doctor (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to the manufacturer has been submitted.